Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) screen went black while they were using the system. They went to use the system after set-up. Prior to spinning, they had to move the navigation system to see the imaging system's tracker. They disconnected the network cable, re-positioned the navigation, and plugged it back in. When they looked at the mvs monitor, it was black. They rebooted the system twice with the image acquisition system (ias) and mvs disconnected, and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was unable to replicate the reported event as system functioned as expected when tested. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) screen went black while they were using the system. They went to use the system after set-up. Prior to spinning, they had to move the navigation system to see the imaging system's tracker. They disconnected the network cable, re-positioned the navigation, and plugged it back in. When they looked at the mvs monitor, it was black. They rebooted the system twice with the image acquisition system (ias) and mvs disconnected, and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.